Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer flushed the waste drain for the the baths to remove an obstruction that was causing the baths to overflow. Flushing the baths waste drain removed the obstruction, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from thewhite blood cell (wbc) and red blood cell (rbc) baths of the coulter act diff analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer did not report any error messages a the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.